Event description:
Three endeavor sprint drug-eluting stents (MFR report 2953200-2008-01239-01239, 01241) were implanted in the mid lcx. Approx 3 weeks following index procedure, a planned pci to the proximal lad was performed using two overlapping endeavor drug-eluting stents (3.5 x 12mm & 4.0 x 12mm). Stent thrombosis was noted in the first stent in the circumflex. Stenosis diameter was reported to be less than 50%. Investigator indicated that event was related to the study & procedures. The patient was asymptomatic; free of symptoms at 30 day follow up.

Manufacturer narrative:
(Required secondary intervention). Results - thrombosis.